Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a communicator showed a red flashing call doctor icon. This indicates a potential change in the patient's implanted cardiac resynchronization therapy defibrillator (crt-d). A boston scientific company representative sent a 4g cell adapter for the communicator. The crt-d and the communicator remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a communicator showed a red flashing call doctor icon. This indicates a potential change in the patient's implanted cardiac resynchronization therapy defibrillator (crt-d). A boston scientific company representative sent a 4g cell adapter for the communicator. When reviewing the lattitude report, a high, out of range shock lead impedance alert was observed. The field representative was asked about additional information regarding this situation but they were unaware of the incident. The crt-d, right ventricular lead and the communicator remain in service. No adverse patient effects were reported.